Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed noise on the right ventricular (rv) lead. Programming changes were performed to address the issue. The patient condition was stable.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed over-sensing noise on the right ventricular (rv) lead. Programming changes were performed to address the issue. The patient condition was stable.